Event description:
A caller reported a cartridge alarm 20 occurring during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reloaded the same cartridge and successfully continued with the cartridge change, resolving the issue without any problem.